Event description:
It is reported that a customer received multiple no delivery alarms on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they do not wish to return the reservoir back for analysis. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window, stained end cap sticker, case cracked at the reservoir tube window corner and reservoir tube window cracked.